Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime test and alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.